Manufacturer narrative:
Film evaluation summary: the cause of the enlarging taa could not be determined from the limited films provided. The anatomy at implant is unknown, and images during implant were not provided. Review of CT¿s from 7 months post-implant revealed that the patient had been implanted with a valiant captivia stent graft system. The chest-CT¿s provided were cut-off distally across the aortic arch; therefore, only images of the ~10mm proximal portion of the stent graft(s) were seen in the returned images. Beginning just distal to the lsa contrast was seen outside the stent graft. The exact source of the contrast could not be determined from the films. It is possible that the reported type ii endoleak and the false lumen perfusion from multiple fenestrations may have all contributed to the taa expansion. Films during the intervention which reportedly resolved the event were also not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex., date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 33.0 cm in length thoracic aortic dissection. It was reported that the patient presented emergently with an enlarging thoracic aneurysm following thoracic endovascular repair (tevar) for a type b aortic dissection (tbad). It was also reported that there was a type ii endoleak and an expanding tbad false lumen with multiple new native fenestrations in the intima. There were multiple native fenestrations in the descending thoracic aorta intima and abdominal aorta intima. The physician stated that the cause appeared to be the left subclavian artery (lsa) perfusing the false lumen after the index procedure, where an lca to lsa bypass was performed; as well as a large distal fenestration which was providing distal flow in the false lumen. Both were suspected to be contributing to the continued growth. The lsa was embolized and a distal extension was placed that extended coverage from the mid descending thoracic aneurysm to the superior mesenteric artery. This reportedly resolved the event. No additional clinical sequelae were reported and the patient is fine.